Event description:
Device 2 of 3. Please see manufacturer's report numbers 1627487-2010-01205 and 1627487-2010-01208 for device 1 and 3. On (B)(6) 2010, the pt was implanted with a scs system. A month later, the simulation suddenly stopped. The sales representative met with the pt and tried reprogramming the device, to no avail. An x-ray was taken and did not reveal any anomalies. On (B)(6) 2010, the doctor did an exploratory revision and was unable to find any issues with the system. He repositioned the lead and the pt regained stimulation. Several days later the simulation stopped. The sales representative tried increasing the amplitude, but the pt was unable to feel the stimulation. On (B)(6) 2010, the doctor noticed that the pt's wound was oozing pus and decided to explant the system.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.